Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a failed battery test alarm. The patient's blood glucose at the time of incident is unknown. After troubleshooting, customer was not able to clear alarm. The insulin pump will not be returned for analysis.